Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for an atrial fibrillation ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, the sheath had bubbles during sheath pumping back. The patient condition following procedure was stable. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.